Manufacturer narrative:
Additional information has been requested, and if received will be provided on a supplemental report.

Event description:
It was reported via the sales representative that during a reduction of a distal femoral fracture prior to nailing, (t2) the customer was using a universal rod and spoon to align the fractured bone. It is further reported that when levering the rod to pick up the second bone piece, the handle snapped away from the rod leaving the rod in the femur. The surgeon further states that the fixture on the spoon where the spoon is joined to the rod was of a slightly larger diameter on the rod than in the spoon. The procedure was extended by approximately 2 hours and the surgeon made an incision at the fracture site to help ease removal of the rod from the femur.